Manufacturer narrative:
Event date: (B)(6) 2017. Device manufacture date: june 25, 2016 ¿ june 27, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume intermate. The device was filled with 200ml of meropenem solution. The first 150mls were administered within about 40 mins. For the remaining 50 ml, about 3 hours were needed for infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.